Manufacturer narrative:
The reported event of 'component loosened' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by an inadequate handling of the device. The material certificate and the hardness test were reviewed. The material (washer's part) passed all the tests and it is conforming to stryker's specifications. Therefore, the failure was most probably caused by an inadequate handling. Most likely, a large force was applied leading to the damage of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
As reported: "a couple of proximal pins in the tibia in an lrf case were loose." Also reported: "the revision was done due to loosening of the thin wires. The wires that appeared loose were replaced by half pins, which became stable."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "a couple of proximal pins in the tibia in an lrf case were loose." Also reported: "the revision was done due to loosening of the thin wires. The wires that appeared loose were replaced by half pins, which became stable."